Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One hex driver, short, standard (hx1.25) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured at the tip.functional testing to recreate the reported event could not be performed since the device was fractured.pre-existing patient conditions, tooth location, implantation period, x-ray are irrelevant to this investigation.picture image was not provided by the customer. Document reviewed: instructions for use - zimmer instrument kit system, zimmer dental single patient drills, driva drills, and tools, IFU 8874 rev 5 ¿ 08/19.information identified: indications, warnings and precautions (pages 2 & 3). Per the applicable IFU, under the section warnings, it is stated that improper technique could cause device failure. Additionally, under precautions, surgical instruments are susceptible to damage and wear and should be inspected and cleaned before each use. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (hx1.25) was performed for similar events and no complaint about nonconforming products was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Device product code unknown / not provided. Lot number , UDI number unknown / not provided.

Event description:
It was reported that during the procedure the instrument fractured at the tip. Procedure was completed.